Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. There were right atrial (ra) and left ventricular (lv) leads present within the patient but were not targeted for extraction, and a baseline effusion was present prior to the procedure. A spectranetics lead locking device (lld) was inserted into the rv lead to provide traction. The physician used a spectranetics 16f glidelight laser sheath and the device's outer sheath to attempt lead removal. Significant lead on lead binding was noted which led to slower progress through the vasculature. When the glidelight device entered the superior vena cava (svc) region, there was a slight jump through the lead on lead binding; however, the device appeared to remain coaxial. The rv lead released from the heart and the physician pulled the lead out. However, transesophageal echocardiography (tee) showed the effusion was growing. The patient's blood pressure dropped and rescue efforts began, including use of a rescue balloon and sternotomy. A svc/ra junction perforation was discovered, the perforation contained within the pericardial area. The area was successfully repaired and the patient survived the procedure. This report captures the glidelight device in use when the svc/ra junction perforation occurred. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Other relevant history unk. The device was discarded, thus no investigation could be completed.